Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation result. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) no anomalies found. Proximal segment of the lead was returned and analyzed. No electrical discontinuity was observed. All conductors stretched, outer insulation kinked/buckled and breached cut. Proximal conductor had blood/body fluid.

Event description:
It was reported that there was loss of capture. The lead and the device were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found. Proximal segment of the lead was returned and analyzed. No electrical discontinuity was observed. All conductors stretched, outer insulation kinked/buckled and breached cut. Proximal conductor had blood/body fluid.